Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. The reported patient effects of unchanged mitral regurgitation and tissue damage appear to be a result of procedural conditions, due to the grasping attempts with the third clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical devices: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because during use with the third clip delivery system (60407u109), a chordal rupture occurred which is considered serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. There was restriction of both leaflets on the whole valve. There was an anterior leaflet prolapse noted. One clip was implanted in the a2/p2 position, reducing the mr to 2. The second clip was deployed for treatment of a medial jet and the mr was remained at 2. The third cds (60407u109) was advanced for treatment of the medial commissure jet. After 5-10 grasping attempts, it was not possible the grasp both mitral valve leaflets. A chordal rupture was observed at the p3 region, and the mr returned to grade 3. The decision was made to retract the third clip delivery system and undeployed clip and discontinue the procedure. With the two clips implanted, mr remained at grade 3. No additional information was provided.